Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not booting up completely. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer because issue was no longer occurring. Review of system log files showed that no issue with system. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system would not booting up completely. It is unknown if the system was in clinical use. No harm has been reported to philips.